Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/23/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. Battery compartment cracks were observed. Test battery compartment and cartridge compartment caps were used as neither were returned with the pump. The test battery cap was able to be properly secured to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No moisture was observed to the internal components. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.